Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit turns on by itself. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2018. Date rec¿d by MFR: 25jan2019. The manufacturers field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the power management board. The customer replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.